Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was noted the patient died approximately seven months following device implant. Follow up with the clinic reported they had seen patient last in the clinic five months prior to death for device interrogation which revealed device functioning appropriately. The cause of death was requested and not received.